Manufacturer narrative:
Samples of the barcode are not available. On (B)(4) 2010 service replaced the barcode scanner ribbon cable. On (B)(4) 2010, service replaced the barcode scanner assembly. On (B)(4) 2010, service aligned barcode scanner. On (B)(4) 2010 service replaced diluter 1 board and diluter cpu board. A clear root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to misread sample ids for four specimens (4) on the coulter lh 750 analyzer. The results generated a no match error the analyzer misplaced 2 from the sample ID with a q. The erroneous results were not reported out of the laboratory. The customer knew the specimens were misidentified because they were checking the bar code labels against the instrument printouts. No patient demographics were assigned. No impact to patient or user.